Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 335 mg/dl at the time of incident. The customer stated that they noticed that the insulin pump had blank display and was unresponsive. Customer also reported that the insulin pump had scratches on the screen of the insulin pump. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specs. No unexpected low battery alarms were noted during testing. Device passed displacement test and self test, off no power test and all operating currents test. No physical damage noted.